Event description:
It was reported that the patient was hospitalized due to a decrease in therapeutic effect. The patient was having a 'lot of pain and spasms and spastic tremors.' As of the report date, the patient was 'in the hospital due to this pain.' The patient was going to have an MRI of the brain and spine while hospitalized. The medication in the pump was baclofen. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).